Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "check circuit" alarm occurred. The device was not in patient use. The device was recalibrated to address the issue.